Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event: estimated.

Event description:
It was reported that this was an arteriotomy closure of a mildly calcified right common femoral artery using a proglide device after an interventional thrombectomy procedure with a 6fr sheath. Reportedly, an unknown issue occurred. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. Based on the photo provided from the account, it appears the link separated from the posterior cuff as the anterior cuff is engaged with the anterior needle and connected to the plunger. This likely occurred during plunger retraction due to a likely posterior cuff miss such that the posterior cuff remained in the foot pocket and contributed to the link separating during plunger retraction step #3. The subsequent treatment appears to be related to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: d9 - device available for evaluation: updated from yes to no. H6 - medical device problem code: code 3190 was removed and code 1562 was added.